Event description:
Patient brought to surgery for a small bowel resection. An ethicon stapler tlc75 was being used for the anastomosis. On the third reload, the stapler malfunctioned. Per surgeon, the blade did not slide out all the way and this resulted in a failed anastomosis and the need to remove more bowel. Another stapler was opened and another anastomosis was made. No further complications. FDA safety report ID# (B)(4).